Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. UDI number: (B)(4).

Event description:
It was reported that while performing a thrombectomy procedure on the left lower extremity using a 2f x 60cm embolectomy catheter, the balloon ruptured while in the patient. The wire and balloon fell apart. A second catheter was inserted and ruptured as well. There was patient injury, as not all the broken pieces could be retrieved. The patient was brought back to the operating room for a femoral-tibial bypass the next day. The patient demographics were requested but not received.

Manufacturer narrative:
One 120602f catheter with a 1ml syringe was received for evaluation. The reported issue of a balloon rupture and both the wire and balloon falling apart was confirmed. The catheter body was broken at the proximal windings. The spring in the catheter body had been stretched and broken. The spring tip and some balloon latex appeared to be pulled into the broken catheter body. It was not possible to match the edges of the broken spring or to determine if the spring tip was broken from the condition received. Part of the balloon latex and the distal balloon windings were missing and not returned. The proximal balloon windings were intact. There was no other visible damage observed on the catheter. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter." Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.